Event description:
It was reported that the user experienced leaking at the infusion site after switching to insets, attributed to improper deployment when the insertion device was not fully pulled back and locked prior to needle deployment. The user inserted a new infusion set and reported improvement with blood glucose decreasing from 367 mg/dl to 314 mg/dl and feeling better. Symptoms included hyperglycemia reaching 401 mg/dl with continuous glucose monitoring reading high, headache, nausea, and vomiting. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with improper or incorrect method of deploying the inset infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.